Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) number is k101880.

Event description:
It was reported that mount could not disengage from implant. Procedure was completed using another implant.

Manufacturer narrative:
(B)(4).

Event description:
No further event information is available at the time of this report.